Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 1-2 returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on december 09, 2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, ten (10) years and one (1) month, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image keeps "cutting out" and the picture is grainy. No report of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.